Event description:
A falsely elevated troponin I result of 20.6 ng/ml was obtained on a pt sample. The result was not reported to the physician. The test was repeated on an alternate methodology and a result of 0.0 ng/ml was obtained. The original sample was re-spun and retested and a result of 0.0 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely depressed troponin I result. The cause for the falsely elevated troponin I is unk.